Event description:
It was reported that the implantable cardioverter defibrillator migrated and dislodged the right ventricular lead. The right ventricular lead was explanted and replaced and the device remains implanted. There were no patient consequences.